Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited no capture and low sensing. It was believed there was a micro dislodgement of the lead. The lead was successfully extracted. The patient was stable.